Manufacturer narrative:
Summary of evaluation:the information provided and the examination results are insufficient to determine the cause of this event.

Event description:
Revision surgery revealed an unstable hip. The acetabular cup, liner, and femoral head component were revised.